Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, grommet damage was noted. Additionally, the setscrew was rounded with a missing part.

Event description:
It was reported during implant of the lead into the pacemaker header, the second set of setscrews did not "click" on tightening. Consequently, the lead was very difficult to remove. This device was not implanted; however, the procedure was completed with another pacemaker without incident. No patient complications have been reported as a result of this event.